Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first smart coil¿s pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the smart coils revealed both embolization coils had offset coil winds near their proximal ends. If a smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, the coil winds may become offset, and resistance may be experienced. The offset coil winds likely contributed to the resistance experienced during the procedure when advancing the first smart coil out of its introducer sheath after it was removed from the hub of the microcatheter. Further evaluation revealed the second smart coil pusher assembly was kinked. This damage likely occurred due to forcefully advancing the smart coil against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01131.

Event description:
The patient was undergoing a coil embolization procedure in the shunt point of the transverse sinus using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra microcatheter in the target vessel then placed three non-penumbra coils in the target vessel. While carefully advancing a smart coil into the microcatheter, the physician experienced resistance and the smart coil would not advance right after it was inserted into the microcatheter. Therefore, the physician removed the smart coil introducer sheath from the hub of the microcatheter and attempted to advance the smart coil out of its introducer sheath; however, the smart coil would not advance. Therefore, the smart coil was set aside and a new smart coil was opened. The physician then carefully inserted the new smart coil into the hub of the microcatheter and attempted to advance the coil into the microcatheter; however, resistance was encountered and the smart coil became stuck inside the microcatheter. While re-attempting to advance the smart coil into the microcatheter, resistance was encountered again and subsequently, the smart coil became kinked in several places. Therefore, the smart coil was removed. The procedure was completed using a non-penumbra coil and an additional smart coil without further issues. There was no report of an adverse effect to the patient.